Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the reported phenomenon occurred due to failure of the circuit board. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc checked the change history of the parts related to the reported phenomenon, and it was found that the design of the circuit board was changed on april 16, 2018. Since this product was manufactured before the design change, it was presumed that the reported phenomenon occurred due to the failure of operational amplifier.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before the procedure, there was no image with 180 series endoscope although it worked with 190 series endoscope.there was no report of patient injury associated with the event.